Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported event was not confirmed as the returned polyaxial screw was able to be firmly connected to a polyaxial screwdriver. As instructed per the stg, "a polyaxial screw is attached to the polyaxial screwdriver by placing the hex head socket over the bone screw and threading the end of the outer sleeve into the polyaxial screw head for stable fixation. Conclusion: the plausible root cause is the user.

Event description:
It was reported that the screw can not be screwed into,change another new one.

Event description:
It was reported that the screw can not be screwed into,change another new one.